Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6) 2017 against retention product, which yielded an expected positive outcome.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo instrument.